Event description:
Medication precipitated in IV line. Pump info from manufacturer was found to be misleading. Pump was thought to be a volumetric pump, as required to deliver medication, was found to be a peristaltic pump. No known injury to pt.